Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, while the physician was performing a laparoscopic ercp, they passed the ultratome xl device. When the physician asked the nurse to actuate the device, it did not bow. The device was withdrawn, and then it was noticed that the device did not have the cutting wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the device had no cutting wire.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, while the physician was performing a laparoscopic ercp, they passed the ultratome xl device. When the physician asked the nurse to actuate the device, it did not bow. The device was withdrawn, and then it was noticed that the device did not have the cutting wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the device had no cutting wire.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken, which was consistent with the finding when the device was observed under magnification. However, the broken cutting wire was not returned. Additionally, the anchor was not inside the catheter and the working length was torn from the distal pierce hole. Per media analysis on the provided photo, it showed the distal tip of the device, and the catheter had residues from the procedure; however, the photo was not clear to determine any visual damage/problem on the device. Functional analysis cannot be performed due to the device condition (broken cutting wire). No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hit the working channel of the scope with the broken section tearing the extrusion and pulling out the anchor from the catheter. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.